Event description:
It was reported that remote monitoring data identified an alert for high shock impedance for this electrode. X-ray revealed migration of the electrode and a fracture. The device was programmed off and the patient will be closely monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.